Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code: hrs. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the screw was inserted without predrilling and broke at the screw head. This happened during operation, no residue in patient and the broken screw was removed with screw extraction set. This complaint involves one device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that the cause of the failure is not due to any manufacturing non-conformances, the reason for a breakage is the insertion without pre drilling and/or too much applied mechanical force has resulted in the breakage. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.